Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed and not returned. Stent was implanted in the vessel. The sdw (stent delivery wire) was found to be kinked/bent in multiply areas. The stent introducer sheath was found to be intact. During functional inspection, stent deployed prematurely during use functional test was not applicable as it was confirmed during visual inspection. Device or device component not visible under fluoroscopy was unable to perform the test as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The reported device or device component not visible under fluoroscopy could not be confirmed during the analysis as the event is patient/procedure related. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately torturous'. The device was returned for analysis. The stent was found to be deployed and not returned. It was confirmed that the stent was implanted into the patient vessel. The stent introducer sheath was found to be intact. The sdw was found to be kinked/bent in multiply areas. It¿s likely the premature deployment occurred during the procedure due to device manipulation while advancing through the catheter within moderately torturous anatomy. As assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿stent deployed prematurely during use¿ and to the as analyzed ¿sdw kinked/bent¿ as the defects appear to be associated with a product that met stryker design and manufacturing specifications but due to procedural and/or anatomical factors during use, the product performance was limited. As assignable cause of undeterminable will be assigned to the as reported ¿device or device component not visible under fluoroscopy¿ as the event is patient/procedure related and the stent was not returned for the analysis.

Event description:
It was reported that during right anterior communicating artery aneurysm procedure, operator used a microcatheter to deliver the subject stent and when the developed point of the delivery wire reached y valve, continued to deliver the subject stent but under x-ray the operator was unable see the tip marker of the subject stent clearly which led to the tip of the subject stent pushed out from microcatheter unexpectedly without covering the neck of aneurysm. So, the operator continued to deploy the rest of the subject stent and then used another stent to go through the same microcatheter to deploy to cover the neck and filled coils to finish the procedure. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during right anterior communicating artery aneurysm procedure, operator used a microcatheter to deliver the subject stent and when the developed point of the delivery wire reached y valve, continued to deliver the subject stent but under x-ray the operator was unable see the tip marker of the subject stent clearly which led to the tip of the subject stent pushed out from microcatheter unexpectedly without covering the neck of aneurysm. So, the operator continued to deploy the rest of the subject stent and then used another stent to go through the same microcatheter to deploy to cover the neck and filled coils to finish the procedure. No clinical consequences were reported to the patient due to this event.